Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 01582. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient had recurrent dislocations that required a closed reduction. Further revision has been indicated. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the additional information received it was determined that the product reported is an competitor product and the initial report submitted should be voided. The event is being reported on 0001822565-2018-01842.